Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the system runs slowly and it did not boot up. The fse examined the system and suspected either the software corrupted or the operation system disk caused the startup program to fail. The fse tried to reinstall the software but the issue persisted. The fse replaced the operation system disk to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system did not boot up successfully, it got stuck at 00:00. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.